Event description:
Additional information received reported that doctor did not give patient any antibiotics. Patient had holes a size of penny where the incision site was and the patient could see the pump and catheter. The pump was used to deliver dilaudid.

Manufacturer narrative:
Catheter model: 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was replaced due to an infection. A follow-up report will be sent if additional information becomes available.